Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not boot up past the logo screen until the screen was touched and that the cursor does not move. It was noted that the programmer was able to interrogate but not able to select however it did work with a known good display. Replaced computer platform (cp), reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required multiple reboots before it could be used. It booted up successfully after three reboots but would then only interrogate the device. The screen was unresponsive to the stylus so the user was unable to program the device. The user had to reboot the programmer again. The programmer was returned for service. There was no patient involvement.